Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation was noted in the moderately calcified and heavily tortuous left anterior descending (lad) coronary artery. The 2.80x19mm graftmaster stent system was advanced but failed to cross the perforation. The device was removed without issue and another graftmaster was advanced and implanted, sealing the perforation. No additional information was provided.

Manufacturer narrative:
The device was returned. A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and the subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na.